Event description:
It was reported that the patient ams 700 inflatable penile prosthesis (ipp) was not functioning properly due to the tubing above the pump. The entire ipp system was removed and replaced with a new one. No further issues were reported in relation to this event.

Manufacturer narrative:
The returned product consisted of ams inflatable penile prosthesis. The device was test and found that the pump and cylinders leaked. The pump leaked due to fatigue at the c-tube strain relief junction and failed deflation testing. Cylinder 1 had broken fabric and wear at the fold due to fatigue and avulsion. Cylinder 2 leaked from the cylinder body due to wear and fatigue at the corner of a fold. The reported fluid loss was confirmed. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient ams 700 inflatable penile prosthesis (ipp) was not functioning properly due to the tubing above the pump. The entire ipp system was removed and replaced with a new one. Additional information received stated that the cylinder tubing was leaking leading to fluid loss from the reservoir.

Manufacturer narrative:
B5 and h6 update.

Event description:
It was reported that the patient ams 700 inflatable penile prosthesis (ipp) was not functioning properly due to the tubing above the pump. The entire ipp system was removed and replaced with a new one. No further issues were reported in relation to this event. Additional information received stated that the cylinder tubing was leaking leading to fluid loss from the reservoir.